Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user found a loss of power in a communications cord to a pole mounted pump. The right rear pump connector on the base appeared to be faulty. An alternative heart lung console was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.